Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information: the anastomosed site on the rectum was at the nearly close to the anus. The deployed staples were unformed at the 6 o¿clock to 12 o¿clock and the lumen was exposed. The staples at 12 o¿clock to 6 o¿clock were deployed properly. The female surgeon fired the device in posture that it was difficult to apply the force, and she felt something different during the firing. The donuts from the oral side were created, but the ones from the anus side was not. Additional suture was performed with da vinci, the procedure extended 2hours. The patient¿s condition is stable as of feb.18. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robot-assisted ultra low anterior resection with da vinci, the deployed staples were unformed at the 6 o¿clock to 12 o¿clock at the 1st firing. The staples at 12 o¿clock to 6 o¿clock were deployed properly. The surgeon commented that he might have fired the device in posture he should not be. It felt unusual when the staples were deployed. Another surgeon assumed that the levator ani muscle at 6 o¿clock to 12 o¿clock were not peeled off enough, so the staples could not be formed because of the thickness and hardness of the tissue. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient. Further information is available.

Manufacturer narrative:
(B)(4) date sent: 04/06/2022 d4: batch # 407a22 device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a piece of tissue was received along with the device and b-formed staples on the tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.